Event description:
It was reported that a stored ventricular episode was recorded on (B)(6) 2024, showing possible oversensing of electromagnetic interference (emi) which led to pacing inhibition. It was noted that the lead measurements were satisfactory on the lead trends. The physician has been informed of this observation. This device remains implanted and in service with no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.